Event description:
Per the clinic, the patient was seen for "pus spots along the patient's incision line" on (B)(6), 2012. The patient was also prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013. Implanted device remains.